Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 17-apr-2025. Sampling from: distal end surface. Cfu: 3 cfus. Bacterial identification: micrococcus luteus/lylae, staphylococcus capitis, and pantoea eucrina. Sampling date: 17-apr-2025. Sampling from: air/water channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: 17-apr-2025. Sampling from: auxiliary channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: 17-apr-2025. Sampling from: instrument channel. Cfu: 2 cfus. Bacterial identification: filamentous fungi and micrococcus luteus/lylae. Sampling date: 17-apr-2025. Sampling from: suction channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: 09-may-2025. Sampling from: distal end surface. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: 09-may-2025. Sampling from: air/water channel. Cfu: 2 cfus. Bacterial identification: arthrobacter citreus and staphylococcus epidermidis. Sampling date: 09-may-2025. Sampling from: auxiliary channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: 09-may-2025. Sampling from: instrument channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: 09-may-2025. Sampling from: suction channel. Cfu: 1 cfu. Bacterial identification: rossellomorea sp. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined, however, it is likely device damage such as scratches, cracks, creases, kinks, or leaks could be a source of microorganisms particularly when combined with poor reprocessing. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device. Updated fields: d8.

Event description:
No additional customer information received.